Event description:
User facility reported several unsuccessful cavity integrity assessment (cia) tests during an attempted novasure procedure. The procedure was abandoned and a uterine perforation was confirmed on post hysteroscopy. During follow-up in 2009, it was reported that no treatment was needed for the perforation and the patient was discharged home following a brief recovery period. A hysteroscopy, dilatation and curettage (d&c), and sounding with a metal sound (not a hologic device) were done just prior to the attempted ablation. It is not known when this perforation occurred of what instrument may have been the cause.

Manufacturer narrative:
Device history record (DHR) review was conducted for the reported lot number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. Based on the information obtained to date, no direct correlation can be made between the reported event and the novasure system. According to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgement to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. Should we receive the complaint device, a supplemental medwatch with the results of our analysis will be filed.